Event description:
Pt had total abdominal hysterectomy and bilateral salpingo-oophorectomy for symptomatic leiomyomata uteri done on 10/10/96. On 10/12/96 the physician attempted to remove the #10 flat drain and it fractured, distal end remaining. Laparotomy for the removal of the #10 flat drain. The drain was removed without complications.